Event description:
Philips received a complaint on the patient information center ix indicating that the system crashed. Communication regarding a subsequent occurrence revealed that the overview station froze. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by remote service engineer (rse) which included communication and remote troubleshooting with biomed. The rse attempted to check the logs but was not able to see further back to determine the root cause. Based on the results of the analysis, it was determined that the product has malfunctioned; however, the cause of the issue was not able to be established. The issue was resolved by reinstalling the application on the system and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.